Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, frequency, duration and route not reported). The patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.